Event description:
Pt experienced pain and numbness in left lower leg/foot after second column treatment. Admitted to hosp and diagnosed with left popliteal arterial thrombosis. Thrombolytic treatment and anticoagulants given with restoration of circulation.